Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured internal carotid artery aneurysm. It was noted that the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the ped2 stent was half deployed and needed to be repositioned, recaptured most of stent but it could not be retracted any further. It was noted that during resheathing, the stent become stuck at the distal section of the catheter. The system was removed and the distal end of stent was very frayed. The physician released the load (slack) in the system in an attempt to resolve the issue; however, this did not resolve the issue. The condition of the catheter was asked but is unknown. The pushwire was not damaged. Another pipeline was implanted with success. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the lesion characteristics were unavailable. Any causes or contributing factors for why the stent could not be resheathed and became stuck in the catheter were unknown. There was no kink/damage to the catheter observed after removal. The catheter was a terumo neuro product.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no causes or contributing factors for the stent fraying identified.